Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium hexed screw(item # iuniht) was not returned. Since product has not been returned, visual/functional inspection could not be performed. However, visual inspection of the x-ray image provided identified a bottom portion of the fractured screw in the implant. The reported device was located on an unknown tooth # and was used for an unknown period of time. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the item # iuniht dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported device related to the reported event. Complainant reported screw fractured. The product was not returned but the reported complaint is confirmed through review of the provided x-ray image. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Device not returned to manufacturer.

Event description:
It was reported that the patient came in with a fractured crown. Found head of screw fractured off into implant. The screw was removed from implant and case was restored.